Event description:
As reported, approximately 10 months after initial right tsa, the patient was revised after feeling pain while doing handy work. The glenosphere was loose and was replaced along with a new poly liner and screw. The event is related to the breakage of a device. All pieces that fell into the wound site were removed. The event did not lead to a surgical delay/prolongation.

Manufacturer narrative:
Concomitants: (B)(6); 300-30-11 - equinoxe preserve stem 11mm. (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6); 320-20-00 - eq reverse torque defining screw kit. (B)(6); 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6); 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6); 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6); 320-35-01 - small glenoid plate. (B)(6); 320-40-00 - 145-deg pe 40mm hum liner +0. (B)(6); 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6); 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. (B)(6); 320-32-40 - expanded glenosphere, 40mm, for small reverse. The revision reported was likely the result of disassembly of the glenosphere locking screw from the glenoid baseplate. The deformation observed on the explanted locking screw could have resulted from abnormal articulation as the screw backed out over time or incomplete seating at the time of implantation. A secondary finding of prosthesis wear likely resulted from abnormal articulation between the liner and glenoid baseplate following the locking screw disassembly. However, the series of events cannot be confirmed from the information provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.